Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter: material no.: 309644. Batch no.: 0314933. The patient's blood leaked past the plunger of the syringe. The patient was able to complete their treatment without any adverse effects or medical intervention. The leaking syringe was discarded.